Event description:
During a scheduled preventive maintenance inspection, it was noticed that there was rust on the rod of the bag/vent switch assembly. The assembly was replaced with a new part. The suspected part was sequestered. This is the second time this event has occurred.====================== manufacturer response for anesthesia unit, anesthesia unit======================assembly part was shipped back to ge healthcare for analysis.